Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information in section b5. Although there has been a update to the condition of the patient and they continue to experience complications, this most recent complication has no relation to the initial procedure where there was a malfunction of destination guiding sheath.

Event description:
Additional information was received on 16oct2020. After a good recovery the patient has developed a sigmoid diverticulitis, which has settled on the implanted aortic bifurcation prosthesis. After a few days of antibiotic therapy, a colonoscopy was performed, in which the prosthesis was visible: thus, a covered perforation was present with plenty of bowel movement around the prosthesis. First, an emergency laparotomy and a sigmoid resection (discontinuity resection according to hartmann) were performed. The patient is now back in the rinsing program, a transfer to an "aortic center" and is planned for a complete vascular exchange with cadaveric aorta, it is not known when that will take place.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 31aug2020. The status of the patient was reported that the patient still had a tracheostomy tube and was occasionally ventilated. However, was already breathing independently again. He is approachable again, although was still in the hospital. The sheath was not sutured, it was fixed with a band aid.

Manufacturer narrative:
Weight - reported to be about (B)(6) kg. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient was treated with the involved destination. The destination was left in the patient overnight. During removal of the sheath the next day the physician felt some resistance. He pulled a little harder and the sheath ruptured below the skin around 5-6 cm below the hub. A part of the sheath was left in the patient and needed to be removed by a surgeon. During this removal the wire of the sheath cut the bifurcation. Bleeding was stopped with a balloon and a suture afterwards. The patient was still in intensive care. Additional information was received on 05aug2020. On (B)(6) 2020, about 14:30 arrival of the patient in radiology department for re-intraarterial lysis treatment in acute vascular occlusion right superficial femoral artery. Such a lysis treatment had already been done 3 weeks ago. This was uncomplicated, with a lying sheath overnight. Closure of the left groin after completion of the procedure with a proglide system. Difficult puncture of the right common femoral artery with very hard scar plate (possibly by the procedure 3 weeks before) and very clear obesity (soft sheath about 5 cm above the vessel). It was possible to place a terumo wire up to the aorta by using a terumo needle; however, the tracking of the sheath was problematic. Finally, after a long manipulation, only one dilator of a 4 f sheath was able to be introduced into the vessel, followed by insertion of a 4-f sheath via amplatz wire. First angiography of the pelvic vessels via pigtail catheters within the distal aorta, this was free. Then trouble-free cross-over maneuver, placement of the catheter to the right common femoral artery, then further catheter series to show the right limb: detection of a distal sfa/poplitea closure up to the p2 segment of the poplitea. Decided to dissolve the thrombus first and then suck it off. Required a 6-f sheath. The access is dilated via the stiff terumo wire, the 45 cm 6-f cross-over sheath (hockystick-destination, terumo) was inserted easily and without effort up to the right groin. Injection of 5000 units of heparin as usual. The thrombus was passed with a straight catheter, a terumo wire was traced. There was a lot of pain on the foot, probably with peripheral embolisms as is more common with this maneuver. The thrombus was flushed with a total of 8 mg rtpa using a suction/spray catheter from boston scientific (angiojet/solent omni). The patient complained of increasing pain, so that the thrombus was completely sucked out early, i.e. After an action time of only about 6-7 minutes. Angiographically, the segment is now largely free, possibly individual residual thrombosis. At the bottom of the picture, a closure of the tibio fibulari trunc is now documented, now several aspiration thrombectomy with straight catheters. In the final check now two-vessel supply of the foot with jumping-crossing aa. Tib. Ant and post., the fibular artery breaks off in the middle section, then fills up far distally fed via collateral retrograde. Thus, there was still significant residual thrombus, indication for lysis treatment in intensive care overnight. For this purpose, as usual, a straight catheter in the area of prox. Afs, the puncture site is glued off, the patient is transferred to intensive care unit. The patient complained of mild pain in his right foot. About 17:00 in the intensive care unit, the patient was lying relaxed in bed, with no pain. The lysis treatment (starting with a bolus of 4mg actilysis, followed by 1mg/h up to 8:00, heparin via the sheath) runs. The next morning the investigation began shortly after 10:00 a.m. The catheter was removed, the sheath was injected with contrast agent after aspiration, now free vessels good lysis result. The formerly closed fibular artery is now free again. The decision was made to stop the lysis treatment, remove the sheath and close the vessel, a starclose clip closure system was provided for this purpose. A stiff terumo wire was now inserted into the sheath, the sheath was withdrawn. Even with very little effort, the sheath tears off about 5 cm below the hub, below the skin level and was connected to the catheter remaining in situ only via a small wire. The part remaining in situ is not visible. At first, the wire is carefully pulled to possibly pull back the sheath; however, the wire was getting longer and longer, and the sheath cannot be moved any further. Therefore, plan to carry a balloon catheter over the inlaid terumo wire, through the entire sheath, inflate the balloon below the sheath and then withdraw with the sheath. For this purpose, the remaining wire was cut off far above the skin level, the distal sheath part sheath is removed. A 5 mm balloon catheter (armada 35) is then inserted over the inserted terumo wire. However, it is not possible to introduce the catheter into the sheath, instead it is shown that the sheath within the vessel was pushed a little further to cranial. An attempt is made to probe the sheath using a straight catheter to change a thinner guide wire and insert a thinner balloon over it. That was not possible, even with the straight catheter the sheath is moved further to cranial. The demolished sheath end is then about the height of internal iliac a. Exit on the left; however, still hangs on the still visible wire. On the right side, the distal end of the sheath is now within the proximal sfa. The vascular surgery doctor was involved, and a joint decision was made to remove the sheath surgically via the opposite side. In order to avoid bleeding over the left groin, a sheath of the starclose system was inserted over the still inserted (terumo) guide wire, which then seals the left-sided vessel access; however, the sheath wire was still visible. Trouble-free recovery of the sheath without any significant effort by the doctor. The sheath was led out of the right groin, the torn part with the wire is thus guided over the aortic bifurcation. After the sheath was removed, suture of the right groin and closure of the left-sided vessel access via the still lying stiff terumo wire with the starclose system. That is where the clip stopped. After the operation, a pressure bandage was then applied over the left groin. After about 20 minutes, the patient was rapidly deteriorating, they immediately stopped the CT program to possibly examine the patient in the CT. However, they did not do this, with cause of immediate surgery. Before the operation percutaneous balloon occlusion of the aorta. After exposing the bifurcation, it turns out that the aortic bifurcation was completely cut open, this must have been done by the wire of the demolished sheath, although it was pulled beyond the aortic bifurcation without any effort. A short y prosthesis was then surgically implanted. The patient was in intensive care and was in a critical condition additional information received 06aug2020. Per the doctor: the patient was still in intensive care and was being ventilated. He had fluid in his abdomen after the surgery, so that the abdomen was currently open to release the pressure. The doctor reported that the patient was stable, and the condition had improved minimally. However, the overall situation was critical. Additional information was received on 18aug2020. The patient was still reported to be in the ICU being ventilated. His abdomen was now closed now, and the doctor saw a small improvement of his status. The doctor stated that it will take at least two more weeks for the patient to recover enough for leaving the ICU. There was also a clotting of arteries again in the lower limb, so that two toes did not get sufficient blood supply. They think that a further treatment will be necessary.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 23sept2020. The patient was reported to be stable and left the intensive care unit. He still has some cognitive deficits however; the patient was coming along well. A rehabilitation was reported to soon follow.